Event description:
Senseonics was made aware of two unsuccessfu removal attempts of sensor sn (B)(6). The first attempt was made on (B)(6) 2025 and second attempt was made on (B)(6) 2025. Sensor was palpable, ultrasound and magnet were used to localize the sensor, but removal was unsuccessful.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt which is tentatively scheduled in (B)(6) 2025. The additional information will be provided in a supplemental report.